Event description:
It was reported that during an laparoscopic supracervical hysterectomy procedure, the electrode came loose on the device. Bipolar and monopolar devices were both used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode broken off from the instrument but the active rod present in the device. The ceramic is fractured but sections are still bonded to the lower jaw. Because, the electrode was broken off, full functional testing could not occur. The device was disassembled and evidence of the electrode weld was present on the active rod.

Manufacturer narrative:
(B)(4). Corrected analysis results: the device was received with the electrode broken off from the instrument and returned; the active rod present in the device. The ceramic is fractured but sections are still bonded to the lower jaw. Because the electrode was broken off, full functional testing could not occur. The device was disassembled and evidence of the electrode weld was present on the active rod.